Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted as a palliative measure within the esophagus of a cancer patient in (B)(6) 2010. According to the complainant, on (B)(6), 2011, the patient presented to the hospital in the morning with loss of appetite, difficulty swallowing, anterior chest pain which is constant and worse with food, shortness of breath which is increased with exertion, and a 15lb weight loss over the past 3 months. An egd was performed. The proximal margin of the stent was observed at about 27 cm from point of entry. Upon further advancement of the endoscope, it was discovered that the previously placed esophageal stent was fractured. The distal portion of the stent was wedged in a hiatal hernia. Additionally, it was also found that the area proximal to the stent was stenosed. This area was dilated, and the distal fractured segment of the stent was pushed into the stomach. The proximal fractured segment of the stent could not be pulled out because of tumor ingrowth into the stent from the margins. The distal fractured segment was not removed for fear the edges of both the segments may get entangled with one another at the time of removal. The decision was then made to admit the patient to the hospital for repeat endoscopy the next day with placement of a new stent on the existing stent and subsequent retrieval of the distal fragment of the old stent. On (B)(6), 2011, a second egd was performed. A stenosis was found in the proximal esophagus, proximal to the stent, causing a mild obstruction. This area could be traversed, but with difficulty. Dilation was performed, using a balloon without a guidewire successfully. The obstruction was then traversed easily. Fragments of the broken stent and food particles were found in the esophagus. The foreign bodies were successfully removed using a basket. Two pieces of the previously observed fractured stent were observed in the esophagus and the stomach. Both pieces were successfully removed using grasping forceps. Following this, the distal end of the narrowed tumor site was marked with the help of a resolution clip. A guidewire was passed until its distal end was in the stomach, the scope was removed, and a partially covered wallflex esophageal stent (18mm x 103mm) was successfully deployed. The proximal end of the stent was at 24cm from point of entry. On fluoroscopy the stent appeared to be in good position. It was additionally reported that, the specimen labeled as esophageal stent was reviewed by the surgical pathology department. Per the report, received fresh are 2 portions of a synthetic stent, averaging 5.5cm in length each and with a diameter ranging from 2.0cm to 2.5cm. Each has an irregular jagged end consistent with a breaking point.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted as a palliative measure within the esophagus of a cancer patient in (B)(6) 2010. According to the complainant, on (B)(6) 2011, the patient presented to the hospital in the morning with loss of appetite, difficulty swallowing, anterior chest pain which is constant and worse with food, shortness of breath which is increased with exertion, and a 15lb weight loss over the past 3 months. An egd was performed. The proximal margin of the stent was observed at about 27 cm from point of entry. Upon further advancement of the endoscope, it was discovered that the previously placed esophageal stent was fractured. The distal portion of the stent was wedged in a hiatal hernia. Additionally, it was also found that the area proximal to the stent was stenosed. This area was dilated, and the distal fractured segment of the stent was pushed into the stomach. The proximal fractured segment of the stent could not be pulled out because of tumor ingrowth into the stent from the margins. The distal fractured segment was not removed for fear the edges of both the segments may get entangled with one another at the time of removal. The decision was then made to admit the patient to the hospital for repeat endoscopy the next day with placement of a new stent on the existing stent and subsequent retrieval of the distal fragment of the old stent. On (B)(6) 2011, a second egd was performed. A stenosis was found in the proximal esophagus, proximal to the stent, causing a mild obstruction. This area could be traversed, but with difficulty. Dilation was performed, using a balloon without a guidewire successfully. The obstruction was then traversed easily. Fragments of the broken stent and food particles were found in the esophagus. The foreign bodies were successfully removed using a basket. Two pieces of the previously observed fractured stent were observed in the esophagus and the stomach. Both pieces were successfully removed using grasping forceps. Following this, the distal end of the narrowed tumor site was marked with the help of a resolution clip. A guidewire was passed until its distal end was in the stomach, the scope was removed, and a partially covered wallflex esophageal stent (18mm x 103mm) was successfully deployed. The proximal end of the stent was at 24cm from point of entry. On fluoroscopy the stent appeared to be in good position. It was additionally reported that, the specimen labeled as 'esophageal stent' was reviewed by the surgical pathology department. Per the report, 'received fresh are 2 portions of a synthetic stent, averaging 5.5cm in length each and with a diameter ranging from 2.0cm to 2.5cm. Each has an irregular jagged end consistent with a breaking point.' **additional information received since (B)(6) 2012.** the stent was implanted within the esophagus on (B)(6) 2010. It was reported that the patient expired a few months after this event due to her cancer. According to the complainant, the patient experienced additional pain in her last few months of life as a result of the broken stent.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration, stent fracture, pain and dysphagia are known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.